Event description:
A oversea facility, reported to manufacturer, while using the t-film option that incorrect patient patient data was printed to the film. After clearing the film queue the correct patient information was printed.